Manufacturer narrative:
Submitted: 03/21/2017. The pump has been returned and evaluated by product analysis on 03/01/2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This report is made based on results of investigation completed on 03/01/2017.